Event description:
It was reported that the patient had low magnesium which caused the patient to be lethargic. The patient also had a bladder infection (2 times) and was admitted to the hospital. It was noted the patient's pump was located on right side of abdomen; "slows down" the digestive system. Per the reporter, these symptoms occurred (B)(6) 2012 and the patient went to the emergency room and they "released" her. The patient had some "early symptoms" on (B)(6) 2012 (unclear what exact symptoms), went to the hcp's on (B)(6) 2012 the ambulance brought the patient to the emergency room (ER) and was admitted. The patient was put on magnesium, antibiotics and tests run. Per the reporter the patient was incontinent and hallucinating. The patient was discharged from the hospital and now at a rehab facility. It was further reported the patient's "bottom of her stomach" hurts, legs have been weak and had difficulty walking. It was reported the patient did not have a stroke, no heart issues and the patient was not "right" yet. It was unclear if an MRI was performed. Per the reporter the hcp indicated that the "pump or possibly the morphine was causing patient's digestive and low magnesium long with incontinence and hallucinations. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709, lot # j11000r06, implanted on: (B)(6) 2002, explanted on: unknown, (B)(4).

Event description:
It was reported that the patient¿s pump was working. The patient¿s physician suspected that the issue was being caused by the medication in the pump. The patient was holding a lot of urine and had to be catheterized to let the water out of her bladder. The patient¿s bladder was cramping and ¿spasming.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).